Event description:
The customer reported to olympus, the cysto-nephro videoscope had no image and not possible to reprocess. The issue was found during installation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material on distal end and on objective lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was not confirmed. The device evaluation found the reportable malfunction identified in b5, foreign material on distal end and on objective lens. The following non-reportable findings were found during evaluation: forceps channel had corrosion, and video connector had stain. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the IFU sections: cyf-vh has an instruction manual for cleaning, and reprocessing method is described in the instruction manual for cleaning. Olympus will continue to monitor field performance for this device.